Event description:
Customer called for assistance with replacing the carbon dioxide (co2) membrane on the unicel dxc 600i synchron access clinical system. The customer technical specialist (cts) instructed customer to prime the co2 alkaline buffer lines. Customer had removed the co2 electrode from the flowcell prior to contacting the cts, and did not inform the cts that this was done; therefore, the fluid leaked from the flowcell. The cts then instructed customer to drain the flowcell and replace the co2 membrane. The cts instructed customer to prime the instrument ten times, after which no further leaking was observed. Customer stated that no erroneous patient results were generated and that no one was affected by the leak.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).